Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the omnipod 5 app had delivered uncommanded boluses. A review of cloud data from the user for the period of 01apr2025 to 06apr2025 found no evidence of the delivery of 16 u then a delivery of 19 u on or around the date of occurrence. No boluses of these amounts were found to be delivered and no sudden large basal/microbolus deliveries were observed. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.2. Smartphone hardware: iphone17.1. Cgm sensor type: g6.

Event description:
The patient reported receiving a memory corruption error from his omnipod 5 app that he uses on his ios phone that told him to replace the pod. He uninstalled then reinstalled the omnipod 5 app to clear the alarm and stated without any interaction on his part, when the system started back up, it delivered a total of 19 units of insulin. Patient reported he put the system in activity mode because it was delivering too much insulin. Patient reported consuming 10 glucose packets to keep himself from "crashing". He reported it initially gave 16 units then within 10 minutes it gave another 3 units. No impact to blood glucose levels was provided. The patient did not require medical attention.